Event description:
The patient was having a right ventricular lead revision. The cardiologist inserted a stylet provided by the st. Jude rep into right ventricular lead, but was unable to remove the stylet from the lead. The thoracic surgeon was consulted; he came into the ep lab, examined the patient and recommended capping and abandoning the lead in the patient. Another ventricular lead was inserted into patient. The patient was discharged home without further complication.